Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an external neurostimulator (ens) for urge incontinence, the trial began (B)(6) 2021. It was reported that they were experiencing pain at the incision site. It was unknown if the issue was resolved. Additional information was received. The patient reported they were uncomfortable trying to lay on their back with the tape build up on the incision site. They accidentally cut the lead wire while trying to remove some of the extra tape they had put on the site. They were redirected to their clinician.